Event description:
It was reported that the device alarmed ¿downstream¿ after a 100ml cassette was used and was replaced with a 250ml cassette. Per reporter, the fault occurred during infusion. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device was in good condition. The event history log was reviewed, and it confirmed that there was a record of a record of the occlusion alarm occurred during pump operate. Functional tests were performed, and the reported problem was not confirmed. The pump downstream sensor was within specification. However, it was near the lower limit. The root cause of the problem was not determined because there was no problem with the pump function, and it was not reproducible. The service history review identified no indication that the complaint was related to a service of the device within the view period. The downstream sensor will be re-calibrated as a preventative. The device then passed all functional and accuracy testing.